Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/8/2024. The pump was tested with the testing protocol for battery and power complaints according to document # (B)(4). The pump's event log was pulled as part of the investigation and it was noted that the pump's log was unable to be pulled as it is unable to power on at all. Several batteries were put into the pump and it was connected to ac power, but was still unable to power on. An infusion cannot be ran on the pump to test it as it is unable to power on at all. The pump was opened up for further investigation and there were no loose components or connections noted inside of the pump. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA # it2023-15. [Reference complaint # (B)(4)]

Event description:
On 01/05/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.